Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported patient tested with a blood glucose reading of 151 mg/dl and 20 minutes later began sweating profusely, growing red in the face and became totally unresponsive and lost consciousness a few minutes later. Caller paramedics who test patient within a minute of arriving with a reading of 23 mg/dl; treated patient with 300 cc of glucagon by IV. Patient's symptoms did not match reading. Requested return of the alleged device for evaluation and replacement was sent.